Event description:
Senseonics was made aware of an instance where patient experienced hypoglycemia event. Patient reported that blood glucose meter showed 43 mg/dl and eversense reported 95 mg/dl. Patient did not require medical attention and managed the situation on her own without assistance of another person.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation analysis, there was sensor inaccuracy observed on the 17th of november, as the system was nearing its end of life. The system retired the sensor by asserting sensor replacement alert on 26th of november (149th day of sensor) due to degradation in performance. The device was not returned, thus the exact root cause could not be determined, however, the oxidation of the chemical component of the sensor would be the most likley cause of the performance deviation as the sensor was reaching its end of life.